Event description:
It was reported a spectrum pump had an unspecified issue. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was received inoperable due to constant system error 105 alarms. This condition was determined to have been caused by a failed motor flex. The motor assembly was replaced.